Manufacturer narrative:
UDI# unknown. This complaint is also for lot# ddcor-0000047727 with part number ddcor128505. This complaint was identified internally and generated for ncmr (B)(4). Per the ncmr, overlabels were reworked.

Event description:
Per complaint (B)(4), during an internal review, a part was identified as missing a label.